Event description:
The hill-rom field technician found that the brakes would not hold on this bed. He found that the casters were worn as well as the brake block assembly. He replaced the casters and the brake block assembly to correct the issue. No incidents or injuries were reported.